Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving dilaudid and marcaine (both at 10mg/ml and 1.965mg/day) via an implanted infusion pump. The indications for use included chronic low back pain and spinal pain. It was reported that the patient was admitted to the hospital on (B)(6) 2019. The patient felt like the pump was not working and like they were going through opiate withdrawal. It was confirmed that there were no active alarms. A manufacturer representative was contacted to interrogate the pump. Additional information received from the representative on (B)(6) 2019 indicating there were no issues were found in the logs. It was noted that the patient was due for a refill on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
The previously reported device code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-apr-08. It was reported that the pump was interrogated and it was determined via reports that the pump was functioning normally. The cause of the withdrawal symptoms was unknown. The supervising physician on the floor was going to supplement the patient with oral medications, and the patient had an appointment scheduled with their managing hcp on (B)(6) 2019. There were no applicable troubleshooting or diagnostics performed.